Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 86 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 (26mm long) was identified in the mid left anterior descending artery (lad) with 90% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.5 x 28mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion 2 (10mm long) was identified in distal right coronary artery (rca) with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.0 x 12mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion 3 (6mm long) was identified in the right posterior descending artery (r-pda) with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 3 was treated with direct stent placement using a 3.0 x 8mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient was discharged one day later on aspirin and plavix. Eighty six days later, the patient required a tvr for focal in-stent restenosis in the proximal lad. The proximal lad was treated with a 3.50x8mm taxus express2 drug eluting stent. In the opinion of the physician, it is unk if the taxus stent was involved. The patient was discharged the next day. The site contacted the patient by phone at the six month and one year milestones. During these follow up attempts, the patient reported that he was "doing well." The patient did not disclose this event to the site until the two year follow up.